Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours. The patient's bg values also dropped to 23 mg/dl. The patient was also sweating. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod. The pod was discarded.